Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated occlusion error was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted the force was out of specification at zero pounds. With no pressured applied to sensor, the count was 112 and force 1.63lbs. Service recalibrated the sensor and that cleared up the problem. Service also replaced force sensor as a preventative measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check occlusion line. No adverse effects were reported.